Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. It shows that it is full on the screen, but device appears to be empty. Per follow up information, received via mail on (B)(6) 2026 they worked with technical support to resolve the issue. The repair action was to replace the circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed needs help filling the arctic sun device. It shows that it is full on the screen, but device appears to be empty. Per follow up information, received via mail on (B)(6) 2026 they worked with technical support to resolve the issue. The repair action was to replace the circulation pump.